Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be physical damage to the syringe holder screw hole. No further testing has been completed at this time and no repairs have been performed due to the estimate refusal by the customer. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a damaged syringe holder screw hole. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.